Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold and impedance were high and unstable. The lead was partially explanted. The physician revised and repaired the lead near the conductor pin and it remains in use. No patient complications have been reported as a result of this event.